Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 250 mg/dl. The pod reportedly alarmed while worn for between 5 and 24 hours on the arm. The patient was treated with fluids, potassium and insulin intravenously at the emergency room. The patient was discharged the same day.